Event description:
Doing an emergent exploratory laparotomy for a motor vehicle crash. Using the covidien forcetriad machine in the abdomen. Machine displayed an error message and quit working but had a humming sound coming from it like it was still running. Tools were unplugged and machine was turned off. A second machine was retrieved by the circulator in the room. First malfunctioning machine could not be removed till end of case because it was on a stand with a bovie that was currently in use. Exploratory laparotomy for trauma. Valleylab force triad.